Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized via ambulance due to high blood glucose on (B)(6) 2017 with blood glucose of above 700 mg/dl. Reportedly, the patient was peeing all night, dehydrated, and throwing up. After 3 days hospitalization the patient now was at doctor's office, wasn't feeling well and she was off the insulin pump. The device will not be returned for analysis.